Manufacturer narrative:
(B)(4). Eval method: review of device event log was conducted. Analysis: a review of the bioconsole event log was conducted and could not confirm that the low level sensor alarm was set to stop when air was detected (indicating the level is low). Based on the clinical observation and investigation, a discussion took place with the healthcare professional where it was determined that operational context contributed to this event. A review of the device history record was reviewed and showed that this device met all manufacturing specifications for product released to distribution. Conclusion: based on the clinical observation and investigation, operational context contributed to this event. The pt's death was not attributed to the device.

Event description:
Medtronic rec'd information that during this bypass procedure, the level sensor was used but the auto clamp was not turned on; the upper level was set to alarm and the lower sensor was set to stop. As a result of the lower level sensor setting, the bioconsole stopped five (5) hours into the bypass procedure for approx one (1) minute. It was reported that the bioconsole was then operated by use of the hand crank for two (2) minutes until the bioconsole was re-started. It was also reported by the health care professional that the pt died due to reasons not associated with this event.